Event description:
A surgeon reports a pt with blurry near vision following bilateral intraocular lens (iol) implant surgery. The pt was treated for dry eyes with punctal plugs. Additional info has been requested. There are two medical device reports associated with these events. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/17/2008 and 09/30/2008 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/16/2008.